Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event was identified as part of a customer notification dated (B)(6) 2010. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver normal saline, at a rate of 1000ml/hr, with a 900ml vtbi (volume to be infused), and the delivery was started. The container size was reported to be 1000ml. The customer contact reported going into the patient's room in response to a device alarm. At that time, the device display indicated air in line and that 960ml had been delivered. At that time, it was noted that the container was empty. It was reported there was no fluid in the drip chamber and air was noted in the tubing set to the filter of the extension tubing set. No air reached the patient. The customer contact reprimed the same tubing sets and reprogrammed the device to deliver a 900ml vtbi, an end of infusion alarm, and the delivery was started. The container size was reported to be 1000ml. After an unspecified length of time, the customer contact reported the device alarmed for end of infusion. At that time, the display indicated 900ml had been delivered. The device was then removed from clinical service. No medical interventions were required. There were no reported adverse patient effects and no delay in therapy critical to this patient. Though requested, no additional information was provided.